Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 5052 washer and found the unit to be operating according to specifications and was not able to duplicate the reported jam. The technician confirmed that the employee attempted to manually free the jammed door that had stalled, and a sudden shift of the door caused the user to cut their hand on the pinch point between the door and upper panel. The amsco 5052 washer operator manual states (1-2), "warning -personal injury hazard (cont'd): risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." While onsite, the technician counseled user facility personnel on the proper use and operation of the amsco 5052 washer, specifically to not push on the door when it is jammed. No additional issues have been reported.

Event description:
The user facility reported that a user obtained a cut on their hand when attempting to open a jammed door on their amsco 5052 washer. The user applied a bandage and returned to work the same day.